Event description:
Procedure type: laparoscopically assisted right hemicolectomy. According to the reporter: during the anastomosis, the stapler did not completely fire and the anastomosis was incomplete. The anastomosis was redone with a second device. The surgical time was extended by about 30 minutes to complete the procedure.